Event description:
A malfunction on the pump was reported, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump.